Event description:
The patient went to the ER complaining of ¿nausea etc.¿ and stating the pump was beeping. Besides the nausea, the patient was feeling off their balance and their healthcare provider (hcp) was not sure that was a symptom because the patient had troubles with that. The patient also thought they might have had the flu because after four days they felt they were ¿back to their usual¿ except they had more pain. The hcp noted they were surprised the patient¿s withdrawal was not worse because of the baclofen and clonidine in the pump. The alarm did not go off in the ER. The alarm was heard and was confirmed by telemetry. The alarm that was occurring was confirmed to be a critical alarm due to a motor stall. The alarm was noted in the logs on (B)(6) 2014. The stall was constant, and a ¿stopped pump may exceed tube set¿ message was displayed. There was no MRI and magnetic influence had been ruled out. The patient had low potassium, but the hcp stated that it could be a concomitant issue. A refill was to be performed on the date of the report. The medications infused intrathecally were fentanyl, clonidine, baclofen, and dilaudid. On (B)(6) 2014 an hcp later reported that the stall never recovered. The cause of the stall was unknown. The pump medications were aspirated. The patient was not doing well, and they were not receiving effective therapy. The hcp noted the patient will need a replacement of the pump.

Event description:
Additional information was received and it was reported that the pump was replaced.

Event description:
It was later reported that a pump replacement had not yet been done. The patient saw a surgeon for a consult.

Manufacturer narrative:
Concomitant: product ID 8578, lot# n139720, implanted: 2008-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).